Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty procedure inflation difficulty occurred. Access was obtained using a contralateral approach. The 90% stenosed lesion was located in a moderately tortuous left superficial femoral artery. The lesion was restenosis where a non bsc stent had been previously implanted. The physician attempted to introduce a 4fr non-bsc sheath with support of a non-bsc guide wire but was unable to reach the target lesion. The physician decided to gain access via a "non-contralateral" approach. After the guide wire was placed the f/g sterling otw 7.0 x 20/80 (4f) balloon catheter was introduced. The physician was unable to inflate the balloon. It was replaced with a sterling otw 7.0-40/3.8/80. The procedure was completed successfully. No patient complications were reported and the patient's status is good. Device analysis revealed a hole in the shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Magnified inspection of the device revealed the outer shaft was necked down 25.5 cm, stretched 25.5 cm - 32 cm, and scratches and a hole in the shaft approximately 55 cm from the hub. The inner shaft was un-seated in the manifold; which appeared to be caused by the extension of the outer. Adhesive was present in the inner bond port holes on both sides of the manifold. The outer shaft remained seated in the manifold and there were no issues with the bond. A new inflation device was used to attempt to inflate the device, but the inflation was unsuccessful. Magnified inspection of the tip revealed that the tip had been damaged. There was no fluid in the catheter shaft distal of the stretched area. The balloon was wrapped and appeared to have not been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).